Event description:
The customer reported the device had a check vent: backup alarm failed error. There was no patient involvement when the issue occurred. No patient or user harm reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The manufacturer's product support engineer (pse) replaced the cpu to resolve the reported issue. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.

Manufacturer narrative:
The manufacturer's product support engineer (pse) evaluated the device, and the reported phenomenon was duplicated in the repair center and occurrence record of the alarm was also confirmed in the event log. It was also confirmed that the backup alarm did not sound. It was determined that the cpu board will need replacement. The repair will be completed after the approval of a quote is obtained.

Manufacturer narrative:
The product investigation lab (pil) technician verified that the 1104 "backup alarm failed" alarm error was generated during standard test bed (stb) operation shortly after the power on button was pressed and repeatedly occurred during the cycling of the stb through the use of the power on/off button. The pil technician induced a hardware power fail condition with the stb. During the hardware power fail condition, the light emitting diode (led) on the bezel was flashing bright red as expected; however, the secondary alarm did not provide an audible tone as expected. The pil technician verified that the reason for the repeating 1104 error code and failure of the secondary alarm circuit was due to a faulty ls1 (secondary alarm buzzer), which has a 321 ohm resistance and is extremely low.